Manufacturer narrative:
Continued: hoya corporation pentax (B)(4) office, specification developer, (B)(4). Pentax video gastroscope model eg-3485k is not distributed in the USA, therefore the PMA/510(k) number is not applicable. (Exemption number e2015036).

Event description:
Pentax medical became aware of a report on 08nov2018, which occurred in (B)(6), stating "scopepilot image failed and froze on the screen. Physician was advancing the endoscope and the scopepilot image did not move. This could have led to perforation of the bowel if the physician had not caught on to the frozen screen." Involving pentax medical scopepilot model ncu-7000, unknown serial number. Endoscope details not provided. No impact to patient was noted. Description of any actions taken: scopepilot system was put through a hard power reset during procedure the event is currently being investigated by pentax medical.